Event description:
The customer obtained a falsely high troponin I result on patient sample. Elevated results of this magnitude might initiate a cardiac catheterization. The same sample was repeated four times and the results were negative. There was no report of patient harm as a result of this event.